Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulty occurred. The pt presented to the emergency dept with chest pain and evidence on his ECG of an acute inferior myocardial infarction. He was started on heparin, aspirin and morphine and taken to the heart catheterization lab. Cineangiographic studies showed a relatively normal appearing left coronary artery system and the right coronary artery (rca) was occluded proximately. The pt was then started on reopro and heparin was discontinued. Initially a guiding williams right coronary artery catheter was positioned in the ostium of the right coronary and a cross-it 100 wire was advanced into the rca and ultimately across the total occlusion. This demonstrated restoration of flow down into the rca. At this point, the pt was showing some degree hypertension and bradycardia and was given 0.5 of atropine. A maverick 2.5x20mm balloon was then used to pre-dilate the lesion, first proximally and then distally. The balloon was inflated to 10 atm at both locations and produced anatomic improvement. The physician then attempted to place a taxus express2 3.0x32mm drug eluting stent to this region, inflated it to 9atm and then post-dilated at 15 atm. Difficulty with deflation occurred at this point, although ultimately it did deflate sufficiently to be able to withdraw it back into the guiding catheter. The process was fairly delayed and the pt was having chest pain at the time, but this was gone by the time pt left the catheterization lab. Subsequent angiographic study showed excellent anatomic improvement. The pt left the catheterization lab in stable condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.